Event description:
The customer reported that when positioning a patient for a CT clinical procedure and utilizing the gantry control panel for positioning,, when engaging the button to move the couch in the horizonal direction into the gantry the couch moved out. The philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse determined the cause was from the left rear gantry panel having the out direction button stuck and replaced the left rear gantry control panel to resolve the issue.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). Initial MDR was mailed on march 25, 2015. On (B)(6) 2015, the customer (B)(6), reported that when positioning a patient for a CT clinical procedure, and utilizing the gantry control panel for positioning, the couch moved out when engaging the button to move the couch in the horizontal direction into the gantry. There was a patient on the table when the problem was discovered; which was during the setup. The patient was not scanned. The motion was stopped by pressing e-stop. The system was powered off, which stopped it immediately. The philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The error log file was reviewed and indicated a problem with the left panels. No bug report was made. The facility stopped using the system and the fse disconnected the affected panel until the part arrived the next day for replacement. The old part was discarded. The fse determined the cause was from the left, rear gantry panel having the out-direction button stuck and replaced the left, rear gantry control panel to resolve the issue. The following mitigations for this issue include: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the "bedrock" configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: - stopping horizontal motion in the presence of resistance force (not applicable for vertical). - table collision envelope - single fault safe against uncontrolled motion: a) horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. B) double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: - continuous activation for manual motion - emergency stop controls enable termination of motion in hazardous condition - emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. - speed of motorized non-programmed motion is limited the fse replaced the left, rear gantry control panel to resolve the issue. The probable cause was a bad gantry control panel; gantry control button was stuck, engaged.